Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor microbiological surveillance of their water was positive. The customer requested the part number for the oer-elite external and internal water filters and also would like to know if they can use reverse osmosis (ro) water. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The customer did not provide the cleaning disinfection sterilization processes and the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device. Correction to d9 and h3; d9 and h3 were inadvertently selected. Correction to g2 please see g2 for further information.